Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that they are getting messages when trying to charge the implant that say the controller has no power and can't charge the implant. Caller stated the recharger seems to be shorting out as well, so they're not sure what the issue is. Caller described that they'll get error messages and have to take the controller battery out a few times and when they do finally start charging it will go from excellent to good to off completely. Caller stated that if they hold the antenna in a certain spot and don't move it or the cord, then they can get some charge out of it. Caller stated they had to remain completely still last night and got charged after 2.5 hours. Caller did not recall what the error messages they've been seeing were. Caller noted that their rep told them the controller should connect to their implant easily but lately they have to hold the controller over their back to connect to the implant, and if they're more than 10 inches away it won't work. Caller stated they're not sure if both items are malfunctioning or what. Agent had caller examine the equipment for damage and reset the controller. Caller noted the recharger cord appears as though it's pulling away from the antenna itself and was gray. Caller denied visible damage to the controller or battery pack. Caller connected the recharger to the controller and pl aced the antenna over the relay box. Caller entered into passive recharge mode and saw 95-95-95. Caller raised the antenna into the air and saw 57-57-57 and 60-60-60 when further away. Caller then saw "recharger problem (84)" and confirmed they had seen this message before. Caller attempted an implant recharge session to attempt to replicate the error messages thought to be related to the controller. Caller was sitting still and noting the quality jumped between excellent, good, and poor. After a few minutes, caller saw "system problem rm03" on the controller. Caller noted they have gotten "system problem" messages before but don't remember if it was always "rm03." The issue was not resolved. An email was sent to the repair department to replace the recharger. Caller instructed to call back if controller concerns remain after using replacement recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found that there was a failure with the recharger antenna and a "poor recharge quality" message was seen intermittently and there were scratch marks on the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.